Event description:
Customer reported that their pump screen was dark and wouldn¿t turn on, which led to their blood glucose level exceeding 500 mg/dl. They displayed a "high" reading but specific value was unknown. Customer addressed the high blood glucose by administering a corrective injection via manual injection. They did not require any third-party assistance. Technical support advised the customer on troubleshooting steps, which included checking the power connection and recommending a reset of the pump by plugging it into a known working power source. After following the instructions, the pump successfully turned on, displaying a welcome message. Customer acknowledged that the shutdown was due to the battery not being charged and received additional guidance on resetting the pump and best practices for battery management.